Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the radio frequency controller and the disposable device. The reported identification numbers were released meeting all qa specifications. Reference internal complaint cc#4547236

Event description:
It was reported the physician performed a novasure endometrial ablation (exact date unknown). The physician then performed a laparoscopic sterilization and visualized a perforation near to the cornua and visualized a small bowel burn. The burn was treated with sutures laparoscopically. It is unknown if intervention was required for the perforation. The patient is now doing well. The surgeon is calling the patient every day and will be seeing her in 6 weeks. No other information provided.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Manufacturer narrative:
A correction was entered to reflect the correct model and catalog number of the device.